Event description:
The customer reported that the system had a cine disk error and a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk and cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.